Manufacturer narrative:
Pump passed all functional tests, including the idle current measurement test, run current measurement test, self test, off no power test, unexpected restart error test, displacement test, basic occlusion test, occlusion test, prime test, rewind test , excessive no delivery test and delivery accuracy test. The no delivery alarm functioning properly. Pump received with cracked case at the display window corner, cracked reservoir tube lip, cracked battery tube threads, cracked reservoir tube and minor scratched lcd window. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call, he was hospitalized for high blood glucose over 300 mg/dl and diabetic ketoacidosis on (B)(6) 2017. Customer stated his blood glucose was close to 400 mg/dl, customer kept treating with insulin pump only. Customer did not recall any significant event that may have led him to the hospitalization. Customer was off the insulin pump when they were hospitalized, he had been off it less then 48 hours. Troubleshooting was performed on the insulin pump. The drive support cap was reported normal. Customer stated they had performed a self-test and the device passed. Customer declined to check for air bubbles and leaks as he did not have an infusion set. Customer discarded the insulin vile unable to check for insulin issues. Customer stated he does have insulin in the fridge but lets it come to room temperature. Customer did not note any site issues. Customer declined to check the settings as they were recently adjusted by customer's doctor. Customer then stated he did not recall the insulin pump alarming no delivery. The high pressure test was performed twice and the device did not alarm. Customer was advised the device needed to be replaced. The device is returning for analysis.